Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure when the site was exiting out of the ent 2.3 software, the system became unresponsive. The site hit ctrl + alt + backspace and the software restarted correctly. No patient present, this was after a case.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure when the site was exiting out of the ent 2.3 software, the system became unresponsive. The site hit ctrl + alt +backspace and the software restarted correctly. No patient present, this was after a case.